Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor was locked up and the right was barely moving causing the chair to drive in circles.